Event description:
The customer reported that the insulin pump's up arrow button was unresponsive and escape had to be pressed hard to respond. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to an unlocked connector at the lcd board. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump also had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.